Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and emotional/psychological conditions. It was reported that the patient underwent anterior/posterior colporrhaphy and enterocele repair on (B)(6) 2013 due to a symptomatic cystocele, a grade 4 enterocele and a mild rectocele. No additional information was provided. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and retention.